Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on 03/21/2016, to report a detached sensor wire that occurred on (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.